Event description:
Allegedly, plaintiff underwent a right-sided revision of the acetabular liner/femoral head and neck. The profemur total hip system has failed due to corrosion related adverse tissue reactions and the device has been surgically removed, plaintiff presented pain and disassociation of the acetabular poluethylene component without dislocation, modular head (phac1202) and cobalt chrome head (26000025) were implanted. Products not revised: product ID: 18080303, cancellous self-tapping 6.5mm bone screw 3.0cm length, lot: 1558083, qty: 1 product ID: ppw38372, profemur® 115mm straight fully coated cyl/ps sz 12, lot: 1571390, qty: 1 product ID: ppw38354, "profemur® r" prox body plasma spray x-small modular lot: 1562181, qty: 1 product ID: dsbfge54, dynasty® bf shell 54mm group e lot: 1565510, qty: 1 product ID: 18080303, cancellous self-tapping 6.5mm bone screw 3.0cm length lot: 1558084, qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.